Manufacturer narrative:
Root cause: the gown contained within the pack is supplied to deroyal by halyard health. Therefore, a supplier corrective action request (scar) was issued to halyard. In its response, halyard stated the root cause is unknown due to the absence of a defective sample for evaluation. Potential root cause of channeling has been identified. Channeling is a condition in which blood and/or liquids are transferred from the outer surface of the sleeve by flowing into the surgical gloves through small creases created between the sleeve fabric and glove. This allows the blood and/or liquids to reach the cuff of the gown. Corrective action: in its scar response, halyard stated no corrective action has been taken because a specific root cause and failure mode were not identified. Investigation summary: an internal complaint (B)(4) was received indicating that a gown contained within an arthroscopy pack (part number 89-8798) failed during an arthroscopy procedure. A facility employee was wet on the arms from the procedure. A lot number was not provided. Additional follow-up was conducted to obtain a sample or photos of the reported failure. Neither a sample nor photos were available. Without a lot number, the complaint investigator was unable to review the work order for possible discrepancies that may have contributed to the reported issue. The bill of materials for the reported finished good was reviewed and it was confirmed that two gowns are contained within the tray: raw material (B)(4) (gown xl x-long) and raw material (B)(4) (gown xxlx-long). Both gowns are supplied to deroyal by halyard health. Additional follow-up was conducted to identify which gown was in use when the reported issue occurred. Follow-up confirmed the issue occurred with both gowns. A scar was issued (B)(6) 2016, to halyard health for each gown contained within the reported finished good tray. A response was received and accepted by deroyal personnel february 27, 2017. At the reporting customer's request, an engineering change order was completed to update the bill of materials for the finished good tray to replace the gowns in which the reported issue occurred with a different raw material gown that is more impervious. Preventive action: in its scar response, halyard stated a notification was sent to manufacturing areas to raise awareness. Additionally, complaint data will be continuously monitored to identify trends related to the failure mode of channeling. The investigation is complete. If new and critical information is received, this report will be updated.

Event description:
An or nurse/tech was wearing an aero blue gown during an arthroscopy procedure. The nurse was wet on her arms from the procedure, but no blood was seen.

Manufacturer narrative:
Investigation summary. An internal complaint ((B)(4)) was received indicating that a gown contained within an arthroscopy pack (part number (B)(4)) failed during an arthroscopy procedure. A facility employee was wet on the arms from the procedure. A lot number was not provided and a sample was not available for evaluation. Without a lot number, the complaint investigator was unable to review the work order for possible discrepancies that may have contributed to the reported issue. The bill of materials for the reported finished good was reviewed and it was confirmed that two gowns are contained within the tray: raw material 1085237 (gown xl x-long) and raw material 1128971 (gown xxlx-long). Both gowns are supplied to deroyal by halyard health. A supplier corrective action request (scar) was issued (B)(6) 2016, to halyard health for each gown contained within the reported finished good tray. Halyard health has confirmed receipt of the scar; however, as of the date of this report, a full response to the scar has not been received. The 2014-2016 scar and supplier notification letter logs were reviewed for similar complaints. No similar complaints were identified. The investigation is incomplete at this time. When new and critical information is received, this report will be updated.

Event description:
An or nurse/tech was wearing an aero blue gown during an arthroscopy procedure. The nurse was wet on her arms from the procedure, but no blood was seen.